Event description:
Initial result for a pt potassium was 6.0 mmol/l. When repeated, the result was 4.7 mmol/l. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepant results.